Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter displayed a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6) 2010 at 7:30am. As part of the pt's diabetes management, the pt takes metformin once a day between 6am-7am; the pt denied making any changes to her regimen as a result of the alleged issue. Thirty days after the alleged issue began, the pt complained of having blurry vision and a "craving for sweets". The pt denied receiving any treatment after the alleged meter issue occurred. At the time of troubleshooting, the cca verified that the battery in the subject meter needed to be replaced, per owner's manual recommendation. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.